Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. As received, the belt failed incoming therapy electrode recognition testing. Upon evaluation, there was an open connection inside ECG electrode a in the cable connecting the distribution node (dn) and the front therapy electrode (te). The cause of the non-functional therapy electrodes is the open connection in ECG electrode a. The root cause of the open connection is under investigation. No adverse event resulted from the open connection.

Event description:
A us distributor returned an electrode belt indicating that the therapy electrodes were non-functional.

Manufacturer narrative:
The root cause investigation determined that the open connection in ECG "a" was caused by a soldering error during the cable sub-assembly manufacturing process. A supplier corrective action was initiated. No adverse event resulted from the failure. Device evaluation of belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. As received, the belt failed incoming therapy electrode recognition testing. Upon evaluation, there was an open connection inside ECG electrode a in the cable connecting the distribution node (dn) and the front therapy electrode (te). The cause of the non-functional therapy electrodes is the open connection in ECG electrode a. The root cause of the open connection is under investigation. No adverse event resulted from the open connection.

Event description:
A us distributor returned an electrode belt indicating that the therapy electrodes were non-functional.